Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074795, UDI# (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074881, UDI# (B)(4). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7072391, UDI# (B)(4).

Event description:
It was reported that the patient experienced increased charging issues with the spinal cord stimulator (scs) implantable pulse generator (ipg). The physician did not specify when the issue began or if there was any troubleshooting attempting by him or the patient. It was noted that the physician manages all patient interactions on his own and completes his own programming and follow-ups with the patient. The patient also experienced high impedances on one contact, which may be the reason for the increased charging issue. The patient underwent a revision procedure to explant and replace the ipg. Bipolar diathermy was used when the ipg was outside the patients body. The lead that exhibited high impedances remains implanted. However, it could not be determined which of the three implanted leads had the high impedance issue. There were no patient complications and the patient was fully recovered after the procedure.